Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed.customer satisfied. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms.wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report having low energy and headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a blood test was performed non fasting by the customer and produced test results of 358mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/24/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.